Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported incomplete flap in right eye of a patient, during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was not able to find anything that would have contributed to the reported event. The system was tested and found to meet product specifications. No system nonconformity which may have contributed to the reported event. Based upon the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).